Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported it usually takes about 3 hours to charge the ins and it is getting longer and longer to charge. Caller states she gets all 8 coupling boxes. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient recharges their device when the battery is at 3/4 depleted. During the recharging procedure it seems to take the majority of the recharging time between 3/4 level and the full indicator. The patient did not know if this was whether this was normal or excessive. The patient consulted with the managing physician and a manufacturing representative (rep), and both sources deemed the charging performance as "normal". There were no circumstances that led to the long recharge time. No steps were taken to resolve this was the recharging was deemed normal. No further information was reported.